Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation. The pt experienced uncomfortable stimulation and could hardly walk to the bathroom. The pt was in pain, and the pt felt better after urinating. The pt changed settings on the stimulator and was better.